Event description:
It was reported that during a procedure that required placement of a blakemore esophageal tube, the pt's esophagus was perforated. The doctor made no claims that the event was related to any deficiencies in the product. Doctor requested copies of "dfus" and literature search for similar events, if any.